Event description:
Additional information indicated that the reported stroke could not be confirmed. When the patient woke up initially, he had a neurological deficit and blurred vision. However, within a few days the symptoms had completely resolved. An MRI was performed which showed no conclusive evidence of a focal stroke. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
Related manufacturing ref: 9680001-2019-00018. Following a left atrial ablation, the patient experienced a stroke. During the procedure, a re-do atrial fibrillation ablation was performed including re-isolating the right waca line and posterior wall ablation. The patient was stable following the procedure. The following day, the patient experienced a focal stroke event.